Event description:
It was reported that a cassette empty alarm had occurred. It was noted that insulin was still present inside the cassette, but an air bubble had been observed. At the time of the alarm, the cleo 90 infusion set had fallen off, and a full supply change was performed. Insulin delivery was successfully resumed afterward. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.